Manufacturer narrative:
Per additional follow-up received from the customer on 10/07/2020, this complaint is a duplicate of report number 1017768-2020-00840. Report number 1017768-2020-00839 should not have been generated and no additional reports will be submitted.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
Customer reports: when twisting off the plastic top, the needle separates from the hub and falls off.